Manufacturer narrative:
Date sent: 01/14/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device gave error code 5 and then broke while being cleaning. No patient consequences.